Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. It was also reported that the brakes won't hold due to worn cam bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. It was also reported that the brakes won't hold due to worn cam bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously it was reported that the brakes could not hold due to worn cam bearing. Upon completion of the manufacturer's investigation it was determined that the brakes could not hold due to damaged brake cams.